Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The biomed stated that there was no report of patient injury or medical intervention resulting from this, no medication was being infused, and no tubing was being used. The biomed did not know when this failure occurred and did not have any additional contact information.